Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The patient's blood glucose level was 423 mg/dl. The customer did not want to do any additional troubleshooting for high blood glucose. The customer stated that when she goest to set bolus, she cannot press the down arrow to get to her max bolus. It was explained to the customer further details regarding scroll wrap. The customer was transferred to smt for further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.